Event description:
It was reported there was intermittent wireless telemetry and messages of "noisy telemetry." In addition, printer reports print very slowly. As the number of pages goes up, the pages per minute goes way down. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report that the printer prints reports slowly. However, the intermittent wireless telemetry was unable to be confirmed, device passed functional testing. As a result of these conditions, the hard drive was reconfigured and software was reloaded.